Manufacturer narrative:
Retention testing using the tube method was performed on retention panoscreen using anti-fyb, lot fyb68h-1. Fy(a+b+), fy(a-b-), and fy(a+b-) cells from retention panocell-16 were also used for comparison purposes. All fy(b-) cells were nonreactive and all fy(b+) cells from panocell-16 exhibited 1+ to 2+s reactivity. Cell ii [fy(a-b+)] appeared negative macro and micro. Repeat testing showed very weak reactivity at iat. Testing was also performed using 2+1/30'37c/igg method and 1+ to 1+s reactivity was observed with cell ii at iat. The segment, bulk sample and piv sample from this donor were tested with three different anti-fyb's. All three demonstrated 1s reactions with all three antisera. The donor has been used before with no complaints. The donor's card will be tagged to investigate the fyb status and stability on next admission.

Event description:
Customer reported unexpected negative reactions with cell #ii of panoscreen ii, when tested with ortho anti-fyb, lot #fyb65ax. The tube method was used.